Event description:
Related manufacturer reference number: 3006705815-2022-17448. It was reported the patient's leads had migrated and had high impedance issues. Surgical intervention took place on (B)(6) 2022 where the system was explanted and replaced to address the issue. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.